Event description:
The customer reported that while the iabp was in use on a patient, the iabp spontaneously went into standby mode. The patient was switched to another iabp and therapy was continued. The customer states it took them about ten minutes to get the iabp started again. No patient injury was reported.

Manufacturer narrative:
The iabp involved in the event was manufactured in december, 1998. The device history record (DHR) for the iabp was reviewed. There are no nonconformances in the DHR related to the reported event. We are following up with the customer related to this event, including whether or not the iabp was evaluated, what repairs were made to the iabp (if any) and patient information. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).